Event description:
The handpiece was sent to the caller with a broken 440 stud. The customer reported that this happened while setting up for the case and installing the instrument. There was another handpiece available and used with no pt consequence.